Event description:
It was reported that there was balloon rupture. (2) [balloon rupture] question 1: please specify when the malfunction occurred. (E.g., during pre-test, during placement, x hours/x days after placement). Answer 1: during pre-test. Question 2: please describe the details of the malfunction. Answer 2: balloon rupture was confirmed during pre-test. Question 3: please indicate whether any residual parts remained inside the body. Answer 3: none. Question 4: if a foreign body was left behind, what additional measures were taken? Answer 4: question 5: were there any items that may have come into contact with the balloon? If so, what were they? (E.g., tray items, metal forceps/clamps, oil-based lubricant, ointment, hands (gloves), etc.). Answer 5: unknown. Question 6: please describe the patient's medical condition. (E.g., presence of urinary stones, medication history and details, other medical conditions). Answer 6: unknown. Question 7: please provide the lot number of the product in question. Answer 7: myjn2641.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter facility name provided is (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's facility name: chita peninsula rinku hospital chita peninsula comprehensive medical organization local independent administrative institution. The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter. Verified material number 2758j16 and manufacturing lot number nggy5097. Visual inspection noted the catheter balloon had ruptured measuring 0.2290 inches. Further inspection noted the balloon had no missing pieces. This is out of specification, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: b, d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test there was foley catheter balloon rupture.